Event description:
Trinity revision of the ecima liner and biolox delta ceramic head after approximately 2 years and 5 months due to dislocation.

Manufacturer narrative:
Per comp 967: FDA initial report. Additional information including x-rays, operative notes, patient weight, activity level and medical history, if the patient experienced any slips/ falls or other trauma and an update on the patient post revision, has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing and sterilisation records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Per (B)(4)- FDA final report. Additional information including x-rays, operative notes, patient weight, activity level and medical history, if the patient experienced any slips/ falls or other trauma and an update on the patient post revision, has been requested in order to progress with the investigation of this event. The reporter confirmed that the surgeon was unable to replicate the dislocation prior to performing the revision surgery. In addition, the surgeon has reported that the patient has presented with posterior dislocation post op 1 month. No more information was available. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, the root cause of the reported dislocation could not be determined and thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the ecima liner and biolox delta ceramic head after approximately 2 years and 5 months due to dislocation.